Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are not working. Verbatim: voicemail: spouse of consumer left voicemail stating that the bd nano pen needles are not working."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are not working. Verbatim: voicemail: spouse of consumer left voicemail stating that the bd nano pen needles are not working."